Event description:
It was reported that during the pulsed field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. During preparation, the membrane of the faradrive steerable sheath clear was leaking. Flushing with a syringe was performed. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Analysis of the returned sheath found both valves torn by the center slit on the inner face which compromised the valves ability to seal pressure and fluid within the sheath. These defects caused visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event.

Event description:
It was reported that during the pulsed field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. During preparation, the membrane of the faradrive steerable sheath clear was leaking. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The product has been received at boston scientific's post market laboratory. It was further reported the membrane was leaking saline during preparation of the sheath prior the case, flushing with a syringe was done.